Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 900 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, breathing difficulty, chest pain and vomiting. In addition the patient reports having a heart attack. The patient removed their pod prior to going to the hospital. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with insulin. In addition the patient was treated for the heart attack. The patient was prescribed colchicine (0.6mg) to be taken once daily as well as cozaar and losartan (25mg) to be taken 2 times daily. The patient was discharged from the hospital after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.